Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.

Event description:
The tps micro driver was sent for service and it ran in safety mode during performance testing. No adverse event was associated with the device.